Event description:
It was reported that "the product did not perform as intended. During the first use of the robi forceps inserts, a spark occurred while the instruments were in use, causing the inserts to burn. Due to the burn damage, the insert cannot be removed from the outer tube". The procedure was successfully finished. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: since only item 38610ma was available for inspection, the assessment is based primarily on the information provided by the customer. The simultaneous damage to two different models from different batches during the same operation suggests an application error. Possible causes include residual moisture after processing, excessive operating voltage, incorrect device settings, or improper handling. The instructions for use explicitly state that failure to comply with the specifications provided therein may result in damage to the device. Therefore, it is highly likely that the damage was caused by improper use. According to the instructions for use (IFU), the medical device must be carefully inspected for any signs of damage prior to use. The IFU also warns that overloading the device or applying excessive force may result in breakage, bending, or malfunction. Such misuse can compromise the device's integrity and potentially affect its performance during medical procedures. The event is filed under internal karl storz complaint ID: (B)(4).